Event description:
Reportable based on the device analysis completed on 16oct2025. It was reported that crossing difficulty occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery (lad). A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the procedure the device could not cross the lesion due to calcification. The procedure was completed with a different device, and no patient complications were reported. The patient was stable post-procedure. Returned product analysis identified two longitudinal balloon tears.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned for analysis. Visual and tactile inspection of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified two longitudinal tears. The bumper tip showed no signs of distal tip damage.